Event description:
Boston scientific received information that this patient had tripped and fell on their side. When the patient presented a chest x-ray indicated a fracture in the left ventricular (lv) lead. A week later, a device check noted that all lead paramters were stable. As a result, the patient will be monitored every three months until the device change out. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.